Event description:
A malfunction on the pump was reported. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again, which they acknowledged and understood.